Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the reagent preparation probe was coming into contact with the reagent flex well. The cse aligned the reagent preparation probe, the storage ring, the reagent loader, and reagent shuttle 2. The cse also replaced and aligned the aliquot probe. A system check was run and passed and quality controls were run and resulted within range. The cause of the discordant calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted higher. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.